Event description:
It was reported that intraoperatively, the triathlon ps tibial insert "failed to engage the posterior lateral locking tab." The tibial insert was replaced at the time of the original surgery.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.